Event description:
Customer reported she had sensor reading discrepancies. Customer stated that the sensor was reading below 40 mg/dl and her blood glucose value was 109 mg/dl. Customer also reported that the insulin pump went into threshold suspend and her blood glucose was 56 mg/dl; she took 4 glucose tablets. Customer checked again and reading was 53 mg/dl; she drank a half can of soda. Blood glucose then went to 77 mg/dl and insulin pump was still in threshold suspend. Customer was assisted on resuming the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.